Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to the complaint, the display was dim and discolored. The u-groove was damaged and a clip piece was stuck in it; a test clip could not be attached to the pump. Additionally, the pump case was cracked near the top right corner of the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.